Event description:
It was reported "on (B)(6) 2024, the doctor found the swg was kinked due to the swg soft during use on the patient." The operator changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned a guide wire and catheter for evaluation. Some signs of use were observed. The guide wire was observed to have a kink in the middle of the body and slight bends throughout the remaining body. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both distal and proximal welds were present and were observed to be full and spherical. Kinks on the guide wire were measured at 181mm, 263mm, and 374mm from the proximal end. Slight bends were measured at 34mm, 435mm, and 496mm from the proximal end. The guide wire length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.791mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Existing lab inventory was used to complete functional testing. The guide wire was advanced through an arrow syringe and 18ga needle. The distal end of the guide wire passed with little to no difficulty; however , significant resistance was encountered at the locations of the kinks. Performed per IFU statement "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through visual analysis of the returned sample. The guide wire was kinked at one location near the middle of the body, along with bends throughout. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg was kinked due to the swg soft during use on the patient." The operator changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine."